Event description:
It was reported the device alarm did not sound. No patient involvement reported.

Manufacturer narrative:
Additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The customer complaint could not be duplicated and all alarms sounded when triggered. Performed preventive maintenance (pm).

Event description:
Additional information received via email 22-dec-2021. Event date unknown. No patient involvement.